Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were abnormal temperature measurement values from the blood parameter monitor (bpm). The bpm temperature measurement value was 30.0 degrees celsius compared to the actual value of 36.3 degrees celsius. This unit was recently repaired and before being repaired the temperature values were normal. The device was not changed out, as they are going without the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 01-mar-2016: per the subsidiary site, this monitor had recently been repaired and was just returned to the customer. During cpb, the temperature measurement at the shunt sensor (via bpm) was displaying a temperature about six degrees celsius lower than the arterial blood temperature that is measured at the outlet of the oxygenator. According to the user (per email), the accuracy of the other bpm (venous) measures (ph, partial pressure of carbon dioxide [pco2], partial pressure of oxygen [po2], and temperature) were not affected. In spite of the temperature inaccuracy, the bpm unit was used for the remainder of the procedure. There were no error codes or other indications of device issues. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The manufacturer's subsidiary quality engineer stated that the blood parameter unit (bpm) unit has already been repaired at the manufacturing engineering center (mec). The mec returned the suspect bpm probe to the manufacturer. The reported complaint was confirmed. This is a known issue of the blood parameter monitoring (bpm) probe. Previous investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.